Event description:
It was reported that the stapler plee60a misfired during gj anastomosis while using gst60w. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. D4: batch #681c04. B3: event day and month unknown. Captured as 1/1/24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and a gst60w reload loaded on the device. The reload was received partially fired 2/3, with the pan detached from left side. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the return reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 681c04, and no non-conformances were identified. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Answer: -- firing sequence started, device deliver few staples which forms properly but stuck in mid and only half of the staples are formed. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Answer: -- yes, it cuts till the staple line deliver the staples and stuck in mid. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Answer: -- yes, they face difficulty during opening of the device then they manual override it. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Answer: --- unknown.